Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive review. During functional testing, the platform failed due to a system error, (latch error 136 - internal parameter corrupted) was observed upon powering on the device. The fault was found to be due to the defective processor board. The autopulse platform is a reusable device and was manufactured in december 2004 and is 14 years old, well beyond the expected service life of five years. The processor board will not be replaced due to part availability. Visual inspection was performed and no physical damages were observed. A review of the archive was performed and the archive data shows error 136 (internal parameter corrupted), thus confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for autopulse platform sn (B)(4).

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" message. No patient involvement.